Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) due to the system errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mtm was analyzed, and the reported issue could not be reproduced but could be confirmed as having occurred via field error logs. Visual inspection and tests were performed, and no issues were found. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a fault on the right universal surgical manipulator (usm) of the patient side cart (psc) occurred. The system did not allow the customer to recover from the fault but only allow them to disable the usm. An intuitive surgical inc. (Isi) technical service engineer (tse) reviewed the logs and confirmed a single 25521 error pointing to the gimbal link. The customer started with two surgeon side consoles (ssc) in the room, and the surgeon moved over to the other ssc to continue with the procedure. The tse recommended to hard power cycle the suspected ssc once the case was completed. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information. The system functionality was checked upon powering up and it initially did power on without errors. The surgeon used the second ssc and did perform a hard restart between cases. There was no patient injury.